Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to the obstructions located on the sensors. A field service engineer cleaned the obstructions located on the sensors and confirmed that the issue was resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
The customer reported that the pyxis medstation es system experienced red drawer failure. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.